Manufacturer narrative:
Device 5 of 5 e.1: complainant phone: (B)(6) based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005778470.

Event description:
End user reports "the ridge on funnel is not aligning and not able to insert."

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Review of the DHR showed that all relevant tests required during the manufacturing process, packaging process and final product release had been fulfilled and met the requirements. No nonconformances were identified for this lot. No similar complaint was received for lot 2m00060 and malfunction code uca-pmc07.04.02 incorrect coude tip alignment, bend tip aligned with tube curvature (c-shape) (relative to markings) for gentlecath air for men. The machine logbook was reviewed, and no records related to this issue were found. Additionally, no nonconformances were identified during the sterilization process. Because the defect was also confirmed on glide tiemann catheters based on received samples within previously reported complaints therefore, the investigation process has been started under a related event in new module registered under CAPA 1672354 to find out a root cause. Investigation conclusion is that the most significant influence of on catheter twisting has the shape memory gained during winding of the tube on the bobbin after extrusion in combination with ability and disability of catheter tube to relax during further processes and after catheter packing. Recommendation is to assess the change of the process the way that catheters would be cut after extrusion and pre-cut introduced to conversion process in order to avoid bobbin related shape gain and to allow relaxation of tube prior to catheter conversion. This however may be long term solution. Tightening of tolerances for inspection of tiemann tip catheters by high-speed vision system is recommended. Data analysis based on production and set the right offset of angle and tightening of tolerances for tip/funnel indicator control during the catheter conversion was carried out. Tightening tolerances for tip/funnel indicator control on machines a097 and a116 for gc glide was set up in may 2023. Both subassembly lots 2h01630 and 2h01626 were produced before the correction has been implemented. Should additional information become available, a follow-up report will be submitted. FDA registration number : reporting site: 1049092 , manufacturing site: 3005778470, manufacturing site: 3005778470.